Event description:
A bipap auto biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During the evaluation of the device, the service technician found a burnt power connector. Additionally, the service technician also noted an error codes e-55: err_therapy_queue_full, e- 61: err_pll_unlocked, e-100: err_humid_no_heat, e-102:err_thermistor_high, e-66: err_stuck_encoder_b. The device was scrapped by the service center after the evaluation was completed.